Event description:
The user facility reported an 80-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support as a bailout effort. First with the shorter peel away sheath, the impella would not pass the diseased area of the descending aorta. Longer peel away was placed in attempt to cross. Placement of the impella was unsuccessful. The decision was made to terminate efforts and abort the impella insertion.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The impella product was not returned for review. Based on clinical description, the root cause of delivery issue was most likely due to patient condition.